Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A correction was administered at home using the pod but the bg levels did not decrease. At the hospital, an infusion was given (not specified) as treatment, along with medication for thyroid gland, high blood pressure (candesartan 4 mg and pantoprazole 40 mg) for the stomach.